Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away. The cause of death was unk but it was stated that the customer was wearing the insulin pump at the time of death. It was also stated that prior to the customer's death, he was experiencing low blood glucose, which the customer treated, then went to bed. Nothing further was reported. A death investigation was conducted in an effort to get more info. A call was made to the doctor's office, and it was confirmed that the customer was wearing the insulin pump at the time of death, but the cause of death was unk. Calls to the customer's mother and sister were not successful in determining the cause of death.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump received with reservoir and infusion set. P-cap was removed and the p-cap needle was stuck inside the reservoir septum. The infusion set tubing was discolored. Reservoir was empty. No testing was done to reservoir and infusion set. Cracked case near reservoir window, cracked reservoir window, cracked reservoir tube lip, cracked battery tube threads and slightly damaged battery cap coin slot noted during visual inspection. The insulin pump was received with a partially depleted alkaline battery in the battery tube. The insulin pump was tested with a test battery. The insulin pump alarmed after battery change the insulin pump passed functional testing including prime alarm test, basic occlusion, occlusion, excessive no delivery alarm test and displacement test. The insulin pump alarmed after battery change due to leaky voltage from connector on interface board. The insulin pump passed the delivery volume accuracy test.